Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the lncs neo l sensors are loosing adherence shortly after being applied to measuring site on the babies hands or foot. Decoupling of the sensor is observed 3-4 hours after application and leads to inaccurate or no spo2 readings. There were no consequences or impact to the patient.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. A review of the lot information was performed and there were no previous reported issues prior to this reported event.